Manufacturer narrative:
This report is submitted on january 05, 2023

Event description:
Per the audiologist, the patient experienced non-auditory stimulation, intermittencies and subsequent loss of connection to the internal device. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. This report is submitted on january 11, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.